Event description:
(B)(6) ¿the dealer reported that the irc5lxo2 concentrator kept on logging off without command. It is not known if the unit alarmed as designed. There was no patient injury reported.